Event description:
Customer alleged the chair surged down hill while in use. Customer also alleged the joystick strain relief is coming out of the joystick. Qt # (B)(4). Minor injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdx3-ps, serial number/date code (B)(4) is approximately 6 years old. The owner's manual part number (B)(4) rev I (dec-05) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(4). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the chair allegedly surged down a hill with the consumer in the chair. Consumer alleges that she was thrown from the chair, sustaining 2 black eyes. She went to the emergency room for treatment. It is unknown if the consumer was wearing her seat positioning strap. Page 36 of the owner's manual states a warning, "always wear your seat positioning strap. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads, such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately". The dealer stated that the tdx3-ps power chair did not act up for him. He did however, notice that the joystick strain release was coming out of the joystick. Quote # (B)(4) has been issued for a joystick, drive tires and casters.